Manufacturer narrative:
The device evaluation is currently in process into root cause.

Manufacturer narrative:
It was reported by warehouse in (B)(4) that "unknown fiber-like particulate was found inside the package during incoming inspection" evaluation: the fiber was reported as rayon and found to be less than 1725¿m in diameter and/or area less than 800,000¿m². This report is a confirmed manufacturing defect and root cause is being addressed through a CAPA. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions being performed as part of CAPA. The instructions for use remain correct and appropriate at this time. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported by warehouse in (B)(4) that on the ez glide aortic cannula "unknown fiber-like particulate was found inside the package during incoming inspection." This was found during (B)(4) incoming inspection and never had contact with the patient/hospital.